Event description:
Related manufacturing ref: 3005334138-2023-00107. During a supraventricular tachycardia procedure, it was noted that the needle would not advance through the sheath resulting in a delay. The sheath was exchanged twice and then the issue resolved. The sheaths had patient contact, and the procedure was completed without any patient consequences using the third sheath.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported insertion difficulties and procedure delay could not be conclusively determined.